Manufacturer narrative:
Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2010: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿